Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal instrument was analyzed and the complaint regarding the jaws not closing was not confirmed by failure analysis (fa). The synchroseal instrument passed the recognition and engagement tests when placed on the system arm. The instrument cord was successfully inserted into the bipolar port of the generator. The white led light illuminated from the generator indicating the instrument was recognized for energy delivery. The synchroseal instrument moved intuitively, and the grips opened and closed as expected. All proper audible tones occurred when the pedals were activated for the cut electrode/sealing. All the ceramic dots were present. A grip force test was performed, and the instrument measured at 4.55 lbf in straight orientation, 4.28 lbf in yaw, and 4.33 for pitch which was a passing criterial. The jaw gap inspection was tested as an additional function check, and it passed. Additionally, the synchroseal jaw cover was found with tears and no material was missing. A log review indicated the synchroseal instrument was installed on 13-mar-2024. There were no e-100 logs retrieved during the fa review.

Event description:
It was reported that during a da vinci-assisted pyeloplasty surgical procedure, the 8mm synchroseal instrument jaws were not closing. The procedure was completed. No known impact or patient consequence was reported.